Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via social media post to have experienced blood glucose versus sensor glucose differences and that the sensor is not reading accurately. Customer also indicated that calibration errors have been received. The customer's sensor glucose was unknown but the blood glucose was below 40 mg/dl. Troubleshooting indicated they would contact customer to follow up.